Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 150 mg/dl, and the blood glucose value was 350 mg/dl. The sensor glucose and blood glucose difference is 200 mg/dl. The customer received the change sensor and the calibration not accepted alert. The customer had experienced hyperglycemia and was treated with an insulin pump (subcutaneous insulin infusion). The customer had experienced bleeding. The event involved product(s) mmt-7040a, mmt-1884, mmt-242a, and mmt-332a. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was suspended due to the sensor glucose vs blood glucose event. Troubleshooting was not performed for the high blood glucose, and smartguard unable to enter auto basal. Troubleshooting was partially performed for the change sensor alert. No further patient complications were reported. No product return is required for mmt-7040a, mmt-1884, mmt-242a, and mmt-332a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the cal error/ calibration not accepted issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for the change sensor/bad sensor issue. The sensor was terminated due to detected high impedance from which it cannot recover. This is a safeguard designed within algorithm for patient safety. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.